Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was attempted to pre-program the device prior to use. Upon interrogation, the device indicated a power on reset (por) had occurred. Later a company representative also interrogated the device but it still indicated a por. The por was cleared and then the device came up with por settings. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated a power on reset occurred. Analysis confirmed the save to disk reporting power on reset failures. Reproducing the ¿ventricle rate limit¿ power on resets could not be reestablished. If information is provided in the future, a supplemental report will be issued.